Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. The proximal neck diameter measured 27mm and 44mm in length. The proximal left iliac diameter was noted as 13mm. The right proximal iliac diameter was noted as 18mm. Mild calcification was noted at the proximal neck and left iliac. It was reported during the index procedure, the graft was deployed then interrogated with ivus. Ivus showed graft material septum originating at the flow divider and extending superiorly to the top of the graft creating a gutter preventing the graft from apposing to the distal neck. No endoleak was identified. Per the physician of the graft defect is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the reported stent graft deformation/infolding was confirmed on the films provided; however, the cause of the event could not be fully determined. Angiograms during deployment of the bifurcate aortic body and suprarenal stents showing the deployment of the device and post-implant CT's were not available for a thorough assessment of the stent graft in vivo configuration. It is possible that anatomical factors such as the calcification observed in the infrarenal aortic neck lumen may have been a contributory factor to the infolding of the stent graft, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the patient had a post-op CT scan done showing a type ia endoleak and aneurysm expansion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported stent graft infolding and type ia endoleak were confirmed on the films provided. The type ia endoleak was most likely caused by the gutter formation due to the infolding of the main body graft. The cause of the stent graft infolding could not be fully determined. Angiograms during deployment of the bifurcate aortic body and suprarenal stents showing the deployment of the device were not available for review. It is possible that anatomical factors such as the calcification observed in the infrarenal aortic neck , may have been a contributory factor to the infolding, but this could not be confirmed. A possible minimal stent graft oversizing may have also contributed to the event, but this could not be fully confirmed. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.